Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a foreign substance was found on the optic of the lens. The foreign substance was minuscule, therefore was only detectable with a microscope. Additional information was requested.

Manufacturer narrative:
The product was not returned. A photo was provided of the lens in the eye. Only half of the lens is visible. There appears to be a fiber/foreign material near the center of the optic. Unable to determine if the fiber/foreign material is on the anterior or posterior side of the iol. Unable to determine the origin of the fiber/foreign material. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photo, there appears to be what could be a fiber/foreign material on the optic of the lens. It is difficult to make a final determination without evaluation of the physical sample. Unable to determine the origin of the fiber/foreign material, without a return of the physical sample for testing. The root cause cannot be determined based on available information. The manufacturer internal reference number (B)(4).